Event description:
During a cvvhdf therapy the prismaflex machine was used with an ECMO machine (heart lung machine). Flow rate: blood flow: 50 ml/min, pbp 100 ml/min, dialysate: 0 ml/h replacement: 100 ml/h, pt fluid removal: 40ml/h, the nurses observed 4 very fast running fluid pumps 10 minutes after they had changed the replacement and pbp bag. The ECMO machine produced an air alarm, the prismaflex slave pumps kept running and the access - and pbp line was filled with air. After changing the replacement fluid bag and the pbp bag, the nurses observed 4 fast running fluid pumps. The ECMO machine produced an air alarm while the prismaflex fluid pumps ket running and the access and pbp lines filled with air. The nurses stopped the treatment and the decision was made to change the machine.